Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastric bypass procedure. The device shaft was bent. It was difficult to unload the reload from the device/ the reload could not be removed. The reload was loose and was dangling from the handle. The handle could not close the jaws or fire the device. The case was completed using a new device. No patient injury.